Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/04/2017. (B)(4). It was reported that patient underwent fascial sling implant on (B)(6) 2013 by dr. (B)(6) at (B)(6) due to recurrent sui. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that patient underwent total laparoscopic hysterectomy and bilateral salpingo-oophorectomy with excision of previously placed mid urethral sling on (B)(6) 2013 by dr. (B)(6) due to dysfunctional uterine bleeding, prior sling procedure with mesh exposure at (B)(6).

Event description:
It was reported that patient underwent total laparoscopic hysterectomy and bilateral salpingo-oophorectomy with excision of previously placed mid urethral sling on (B)(6) 2013 by dr. (B)(6) due to dysfunctional uterine bleeding, prior sling procedure with mesh exposure at (B)(6) .

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat cystourethrocele. On (B)(6) 2006 the patient underwent revision of pubovaginal sling due to erosion. On (B)(6) 2010 the patient also underwent cystoscopy and urethral dilation due to pain and urethral stricture. (B)(4).